Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose was 52 mg/dl at the time of event. Customer treated low blood glucose level with insulin pump. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.